Manufacturer narrative:
(B)(4). Date of event unknown. A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking through the peripheral seal of the primary container. The leak was discovered during set up for patient use. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.